Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with his sensor and blood glucose level readings. He was no longer using the continuous glucose monitoring system. The insulin pump kept alerting him that he was low while he was sleeping. For example his sensor glucose reading was 50 mg/dl but his blood glucose level was 85 mg/dl. The product was not returned. Nothing further to report.